Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens in the os and it was too big for the pt's eye. The lens was removed immediately and replaced with a shorter lens without any pt injury. The rptr does not believe there was a mismeasurement when selecting the lens but with the sizing of the lens itself.

Manufacturer narrative:
Lens size incorrect. Eval codes: method - (other). Results - (other): visual inspection of the returned product showed that a piece of the haptic plate was torn off and missing and there was evidence of a clear surgical residue. A work order search was performed and there were no similar complaint found.